Event description:
It was reported that a large volume intermate was missing the white top tip. The reporter stated that this was identified before patient use. There was no patient involvement. No additional information is available. This is report 6 of 7.

Manufacturer narrative:
(B)(4). This lot was manufactured between february 26, 2010 and february 27, 2010. Investigation summary: baxter received the unit for evaluation. The visual inspection did not verify the reported condition, as the unit did not have any missing components. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.